Event description:
It was reported that the universal oscillating saw attachment saw blade could not be clamped any longer. There was no pt harm or delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.